Manufacturer narrative:
Product event summary: the 10fcc13 flexcath contour¿ steerable sheath with lot 0012374947 was returned and analyzed. Visual inspection of the handle area using an x-ray was performed and identified a broken pull wire. Visual inspection of the side port tube area was performed and identified a kink at the side port tube. Functional testing was performed, and no anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The lab test dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with a leak tester was performed. The pressure test with 45 psig showed the pressure decay in the device was 0.172 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0649 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the deflection issue was confirmed/reproduced through analysis, and the sheath failed returned product inspection due to a side port tube kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, while maneuvering around the right inferior pulmonary vein (ripv), it was noted that the deflection on the sheath was broken. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.